Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a fall and had ineffective stimulation. Lead diagnostics showed the lead had high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced.

Event description:
Additional information indicated that surgical intervention took place on (B)(6) 2023 and effective therapy was restored.

Manufacturer narrative:
Section d6b: date of explant corrected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.